Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) delivered 3 inappropriate shocks due to atrial driven in 3 different episodes and a fair amount of burst of anti-tachycardia pacing (atp). Device remains in service. No additional adverse patient effects were reported.